Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen for a routine visit. There were 2 low flow alarms noticed on interrogation that the patient was unaware of. Also, the patient was having multiple pi events with elevated pump powers. There have been some questions of heart recovery. The patient feels great and there have been no signs of heart failure. The patient's ramp study however did not go well, with unspecified evidence of lvad dysfunction. The patient's lactate dehydrogenase was normal and he was admitted for that and for arrhythmia. The patient feels fine and has no symptoms of heart failure; a reason for the incongruent ramp study findings has not been determined.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The report of two low flow alarms was confirmed through the evaluation of the log file. No other hazard alarms were recorded throughout the file. Although a root cause for these low flow alarms could not conclusively be determined, the instructions for use explains that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. This document also lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year. The patient remains on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.